Manufacturer narrative:
This device was not returned to mmdg and therefore could not be evaluated. Mmdg has not been able to confirm this complaint. Based on the complaint information provided, the pump may have been infusing at a rate that mmdg would consider reportable. This report will be updated if the pump is returned to mmdg for this complaint.

Event description:
The initial reporter stated that the pump was programmed at 600 ml/hr rate and 375 ml dose and that "the pump said it delivered 375ml but there was still about 75 to 100 ml left in the bag". Mmdg followed up with the initial reporter who stated that the patient did not have any other adverse effects due to the complaint. (B)(4).